Event description:
The affiliate alleged the customer reported that four employees experienced symptoms after exposure to cidex opa. The fourth of the four employees experienced facial skin irritation. The customer did wear personal protective equipment (ppe). The room was not well ventilated and the air exchange was not measured. The customer sought medical attention and was prescribed medication. The affiliate stated that the employee's symptoms have resolved.

Manufacturer narrative:
Reference mdrs: 2084725-2009-00106, 2084725-2009-00105, and 2084725-2009-00104.